Event description:
During right internal carotid artery stenting procedure, the patient's blood flow stopped and the patient developed bradycardia and asystole. Soon after, the physician suctioned the blood around the target lesion with an aspiration catheter (thronbuster, kaneka medix corp.) Anticoagulant therapy for the no flow and temporary pacing for bradycardia and asystole were given to the patient for treatment. The patient's blood flow returned to normal and the patient recovered from bradycardia and asystole on the day of the procedure. The patient has been discharged from the hospital. The patient displayed no neurological symptoms. The angioguard (503014mc) was successfully delivered to the target site and both precise stents (p06030xc and p10040xc) were successfully implanted. There were no calcification or vessel tortuosity, and the rate of stenosis was 95%. It is unknown at what time during the procedure when the patient's blood flow stopped and the patient developed bradycardia and asystole. The stent fully expanded. There was debris inside of the angioguard. It is unknown if the stent became blocked. There was no information provided on the attributing factor to the reported event. There was thrombus present. There were no other problems encountered. Films are not available.

Manufacturer narrative:
This is one of three products involved with the reported event, which is associated with manufacturing report numbers 9616099-2008-02785, 9616099-2008-02786. This product is not available for analysis. Additional information will be provided within 30 days of receipt.